Manufacturer narrative:
Date of event unknown: date was estimated.

Event description:
It was reported that the patient had a thrombus. It was reported via social media that the patient received a watchman closure device and then they got a thrombus.